Event description:
This notification was opened for review for information received that the remstar plus c-flex device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and no foam particles were noted in the assembly, yet foam degradation was noted inside blower. In addition, the service center further evaluated and fc-16-700-643 rev.17, fc-16-700-032 rev.17, fc-16-700-672 rev.13, 1056333 rev.4, 1092834 rev.03 was also found. The device displayed error codes e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). Additionally, the device was repaired by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.